Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient had a sensation of "thumping" in their left chest wall when lying down at night. Interrogation of the device indicated that the left ventricular (lv) lead was causing extracardiac stimulation. The lead was reprogrammed and was later capped and replaced. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.